Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Customer declined troubleshooting from tandem technical support. Customer continued to use the pump for insulin delivery. The customer's blood glucose level was 100 mg/dl.